Event description:
I came to the or because the instrument was stuck in the trocar and resident had to pull the trocar out to get the harmonic ace out of the patient. The instrument was stuck in the trocar. The resident stated that the instrument went in fine but was unable to pull it out of the trocar, so trocar was removed also. They opened another harmonic ace and an 8mm trocar. The instrument and trocar were handed off the sterile field. I saw that the rep was here and contacted them to come to the or. She stated that the harmonic ace does fit inside the 5mm xcel trocar and didn't understand why this had happened. The rep pulled very hard on instrument to get it out. Then the instrument slid in and out of trocar without an problem. Another harmonic ace was opened. (Also an ace36e) this one was given back to me because the rep told me the harmonic pad was burned out on it. No harm to patient on either issue. Just inconvenience. A third harmonic ace was opened for case. Surgery then continued.